Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 16 x 2.5mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid to distal left circumflex artery (lcx). Following multiple predilitations with a 2.5x10mm non-bsc balloon, a 2.5x16mm synergy stent was introduced. Significant resistance was encountered during advancement and after deployment, a long, type c, dissection was noted in the proximal lcx. A 3.0x18mm synergy stent was deployed to cover the dissection. No patient complications were reported and the patient status was stable.